Manufacturer narrative:
Further investigation was performed, the root cause has been updated to read the following. Root cause - the root cause was confirmed as handpiece "out of specification/overheating." The handpiece was found to be operating out of specification; insufficient irrigation may be the cause for the handpiece to overheat. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece was overheating as it was out of specification. As a result, this handpiece has been scrapped, the sterile case and torque base have been returned to the customer. Root cause - the root cause was confirmed as "out of specification." No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that during a case, the cusa clarity 36khz handpiece (c7036) overheated and got very hot in the surgeon's hand, to the point of almost burning. They were not sure how many times the handpiece was used, but it was in use for about 10 minutes, on and off before the overheating occurred. There was a delay of 15 minutes to get another handpiece, and the surgeon was able to complete the procedure as planned. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.